Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in hospital after experiencing recurrent pre-syncopal events at home. Electrocardiogram revealed significant bradycardia. The patient was given isoprenaline infusion and airlifted to another hospital. Upon device interrogation, the right ventricular lead exhibited high capture threshold and decreased sensing. The device was reprogrammed with increased output; resolving the issue. Due to patient's young age, the physician elected to replace the lead. The lead was explanted and replaced successfully on an unknown date. The patient was doing well and was discharged home a few days post procedure.